Event description:
Pt rec'd ems treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt is a new pump user and per his cde changed his insulin to carbohydrate dosages rather than increasing his basal insulin delivery rate. These rates have been adjusted accordingly and the pt has continued to use the pump with no reported subsequent events. The pump is not being returned.